Event description:
Report received from (B)(6) stating that service was required for the device. During service, excessive heat was noted. It is known the device was not used in surgery. No injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of excessive heat could be confirmed. During service, the device failed test for temperature assessment. If additional information becomes available, a supplemental report will be submitted.